Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler was draining slowly. Tech support assisted in confirming that there was no alarm, and that the drain line and patient position were correct. There was no fibrin, no bubbles and no kink in the line. In addition, the line clamp was open. The patient reported being diagnosed with peritonitis. Subsequent information reported that the patient was hospitalized for the peritonitis on (B)(6) 2017. The organism was found to be gram -ve bacilli via culture tests. The patient was put on antibiotics ceftazidime and gentamicin. Information regarding product return has been requested.

Event description:
A peritoneal dialysis patient reported that the cycler was draining slowly. Tech support assisted in confirming that there was no alarm, and that the drain line and patient position were correct. There was no fibrin, no bubbles and no kink in the line. In addition, the line clamp was open. The patient reported being diagnosed with peritonitis. Subsequent information reported that the patient was hospitalized for the peritonitis on (B)(6) 2017. The organism was found to be gram -ve bacilli via culture tests. The patient was put on antibiotics ceftazidime and gentamicin. Information regarding product return has been requested.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler was draining slowly. Tech support assisted in confirming that there was no alarm, and that the drain line and patient position were correct. There was no fibrin, no bubbles and no kink in the line. In addition, the line clamp was open. The patient reported being diagnosed with peritonitis. Subsequent information reported that the patient was hospitalized for the peritonitis on (B)(6) 2017. The organism was found to be gram -ve bacilli via culture tests. The patient was put on antibiotics ceftazidime and gentamicin. Information regarding product return has been requested.